Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the rep indicated that the cause of the issue was unknown. The issue was resolved. Patient weight is unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). Pt has lost their controller and has not had it 'for years' caller states the pt was admitted to hospital on the 17th due to shortness of breath and other potential issues. The caller states at this time they want to do an MRI of lumbar due to 'back pain...concern for abscess at stimulator...(to) evaluate for infection of stimulator'. Agent reviewed options at this time since the pt does not have controller and has not presumably charged for several years (connect with managing doc for MRI eligibility form, engage with local rep to charge ins and place into MRI mode). Agent provided national answering services (nas) number and caller declined being transferred to nas at this time. Additional information was received from the rep. The caller indicated that the patient does not have a remote and the stimulator has been dead for a couple of years. The caller plans to follow-up with the patient to try to charge the ins so they can activate MRI mode and get an MRI. The caller indicated that the patient is in intensive care. Troubleshooting was not required. The issue was not resolved through troubleshooting. The reason for the call was to get a rechargeable controller battery for a controller that belongs to the rep. Technical services sent a request to send a battery to the rep.